Manufacturer narrative:
(B)(4) according to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair with gore excluder aaa endoprosthesis featuring c3 delivery system for a thoracoabdominal aortic aneurysm measuring 90mm in diameter. The patient tolerated the procedure was discharged on (B)(6) 2014. No complications or endoleak(s) were reported. On (B)(6) 2015, the patient underwent coil embolization of the endoleak channel communicating with the lumbar arteries and right internal iliac and inferior mesenteric artery and additional coil embolization of the superior aspect of the endoleak channel. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.